Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9f77 that has a similar product distributed in the us, list number 2h31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an elevated platelet result of > 1000 k/ul (closed mode) was generated by the cell-dyn 3700sl analyzer. The sample was repeated 2 times in the open mode with results of 500 k/ul. There was no report of impact to patient management.

Manufacturer narrative:
The customer stated that an elevated platelet result of >1000 k/ul (closed mode) was generated by the cell-dyn 3700 analyzer. The sample was repeated 2 times in the open mode with results of 500 k/ul. Field service was sent to the customer. The aperture plate was cleaned and the rbc transducer assembly was replaced due to being worn out from normal use. No further issues were noted. Customer complaint data was reviewed and no adverse trends or triggers were identified. The cell-dyn operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.